Event description:
It was reported that the customer experienced issues with the insulin pump delivering him insulin without confirmation from the customer. The customer stated that he subsequently had low blood glucose and went into a seizure. The customer's blood glucose was 39 mg/dl. The customer treated his blood glucose with glucose tablets. Troubleshooting was done. The paramedics were called, but the customer was not hospitalized as the paramedics stated that the customer was fine after checking vitals. The customer's insulin pump passed the displacement test. Advised customer to monitor the insulin pump and call back if the issues persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.